Event description:
It was reported that the pump was not recognized when plugged in to upload pump data. There was no reported impact to customer's blood glucose level. This event is being reported based on the evaluation of the returned device. During evaluation, the pump was unable to initiate charging due to damaged usb pins.